Event description:
It was reported that three days post chronic catheter placement procedure for respiratory failure, the catheter allegedly ruptured while trying to flush. It was further reported that leak was identified in the catheter. The catheter was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac 4.2 f single-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the broviac 4.2 f single-lumen cv catheter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The investigation is confirmed for the reported fracture and leak issue as the catheter was noted to be leaking from the extension leg while flushing the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the broviac 4.2 f single-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the broviac 4.2 f single-lumen cv catheter are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2025).

Event description:
It was reported that three days post chronic catheter placement for respiratory failure, the catheter allegedly ruptured while trying to flush. It was further reported that leak was identified in the catheter. The catheter was removed from the patient and the patient was discharged to another facility. There was no reported patient injury.